Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus injection of insulin (15u) was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly partially deployed. The slide insert was visible in the viewing window, and the linkage assembly was in the partially deployed state. The formed needle was seen in the exposed portion of the soft cannula. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. Upon removal of the top housing the formed needle fully retracted and the linkage assembly was in the fully deployed state. The underside of the top housing found slight score marks, indicating that the linkage assembly was misaligned and is why the needle did not fully retract after deployment. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No other damages or deficiencies were observed during the investigation.